Manufacturer narrative:
(B)(4). The device evaluation was completed. A review of the device history records revealed no issues that could have caused or contributed to the reported event. The reported event of an unspecified alarm was likely the low ultra filtration (uf) alarm that occurred on the homechoice device. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter. A review of the event log was performed. The reported problem could not be identified as a specific alarm was not noted, but the following alarms were identified: low ultrafiltration (uf) alarm, low drain volume (ldv) alarm, slow flow patient alarm, check your position alarm, and check patient line (cpl) alarm. A visual inspection was performed with issues noted not related to the reported condition. Functional testing including a simulated therapy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.